Event description:
Per (B)(6), home health rn with more details about curlin pump malfunction from last infusion. As per home health rn, pump malfunctioned during last infusion on (B)(6) 2025, rn could not get pump to move past first screen, it said "locked screen". Rn was able to give pt her infusion via gravity so no dose was missed. Once we get new orders we will send out a new pump. No further info reported. Juvenile dermatomyositis.